Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 6 months after the dental implant was installed in patient's mouth it was verified its non osseointegration. 40 n.cm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii.